Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 528 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the contact observed a kink on the non-tandem infusion set. To resolve the issue, a supply change was performed.